Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a "broken speaker." It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.